Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that the original surgery was on (B)(6) 2013. Revision on (B)(6) 2013 for dis-association of the glenosphere from the glenoid baseplate. The patient was seen in the office by the surgeon`s pa for a post-op visit. A routine x-ray had shown a mal-position of the glenosphere. The patient was in a sling and reported no pain. He also reported no trauma or event.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The reason for this follow-up submission is the evaluation of the device: the device was received and an evaluation was conducted. Evaluation of the returned device revealed the device to be in good overall condition with no visual abnormalities. Minor scratches observed on articulating surface. Based on the device evaluation it is concluded that no problem was found with this device and that the event cannot be attributed to any product related issue. Additional information: it should be noted that the complaint device is not indicated for use as a solitary device but instead is part of a modular system used in a revers shoulder application. The construct requires a glenosphere to be impacted onto a baseplate (secured in the glenoid with 3 screws) in order to engage the taperlock features of both components. Since the mating baseplate was not returned for evaluation it is unknown if it could have contributed to the event. Possible causes for the event may be technique related where a sizing mismatch may have occurred or where an obstruction prevented the glenosphere from fully seating into the baseplate. Both possible causes would have occurred during the initial surgery. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.